Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain ; pelvic pain"), device dislocation ("the right essure micro insert is absent"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia / abnormal bleeding(menorrhagia)") and endometriosis ("endometriosis") in a 45-year-old female patient who had essure (batch no. 62-243-dk) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included dysfunctional uterine bleeding on (B)(6) 2015, cesarean section, elevated bp, swelling nos, unspecified postpartum hypertension, elevated liver enzymes and gestational diabetes. (B)(6) 2006: placenta final report microscopic description: sections show slight placental villous dysmaturity and several microscopic septal cysts, both of which are associated with gestational hyperglycemia. Diagnosis: twin placenta, gestational age unavailable: diamniotic-dichorionic placental development: moderate fibromuscular hyperplasia of stem villous vessels; multiple septal cysts; slight villous dysmaturity. Previously administered products included for an unreported indication: lasix. Concurrent conditions included panic disorder, drug allergy, nausea, vomiting, diarrhea, skin rash, hives, syncope vasovagal, albinism (oculocutaneous), cervical dysplasia, loop electrosurgical excision procedure, endometrial ablation, hysteroscopy, hot flashes, night sweats, irritability and anger. Concomitant products included diazepam (valium), estradiol (estrace), ethinylestradiol;norethisterone acetate (loestrin), fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine, medroxyprogesterone acetate (depo provera) in 2008, misoprostol, nsaids since 2008, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"), 15 days after insertion of essure. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and back pain ("low back pain"). The patient was treated with alprazolam (xanax) and surgery (hysteroscopy with endometrial ablation, laparoscopically assisted vaginal hysterectomy and bilateral salpingo-oophorectomy and total hysterectomy, bilateral salpingectomy, oophorectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia and endometriosis had resolved and the device dislocation, menstrual disorder, depression, anxiety, fatigue, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, endometriosis, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: total bilateral occlusion; correct place of coils; on (B)(6) 2011: result: unilateral occlusion (left tube occluded). Left essure micro insert in good position, right essure absent. Not occlusion.. Pathology test - on (B)(6) 2015: uterus and cervix, total hysterectomy: secretory endometrium, myometrium with adenomyosis and single subserosal leiomyoma (0.5 cm ). Benign serosa with serosal adhesions, benign and unremarkable cervix fallopian tube and ovary, bilateral, salpingo-oophorectomy: benign and unremarkable fallopian tubes and ovaries. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2015 : a transvaginal ultrasound was performed anteverted uterus. Left ovarian cyst -24 x21x 19mm. Cervix 9mm nabothian cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received: lot no. Added. New event added - device dislocation was added.reporter's information, patient demography, lab data were added. On 8-mar-2019: medical record received: reporter's information, medical history, concomitant condition, concomitant drugs, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain ; pelvic pain"), device dislocation ("the right essure micro insert is absent"), menorrhagia ("menorrhagia / abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), dysmenorrhoea ("dysmenorrhea") and endometriosis ("endometriosis") in a 45-year-old female patient who had essure (batch no. 62-243-dk-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included dysfunctional uterine bleeding on (B)(6) 2015, cesarean section, elevated bp, swelling nos, unspecified postpartum hypertension, elevated liver enzymes and gestational diabetes. (B)(6) 2006: placenta final report microscopic description: sections show slight placental villous dysmaturity and several microscopic septal cysts, both of which are associated with gestational hyperglycemia. Diagnosis: twin placenta, gestational age unavailable: diamniotic-dichorionic placental development: moderate fibromuscular hyperplasia of stem villous vessels; multiple septal cysts; slight villous dysmaturity. Previously administered products included for an unreported indication: lasix. Concurrent conditions included panic disorder, drug allergy, nausea, vomiting, diarrhea, skin rash, hives, syncope vasovagal, albinism (oculocutaneous), cervical dysplasia, loop electrosurgical excision procedure, endometrial ablation, hysteroscopy, hot flashes, night sweats, irritability and anger. Concomitant products included diazepam (valium), estradiol (estrace), ethinylestradiol;norethisterone acetate (loestrin), fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine, medroxyprogesterone acetate (depo provera) in 2008, misoprostol, nsaids since 2008, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"), 15 days after insertion of essure. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and back pain ("low back pain"). The patient was treated with alprazolam (xanax) and surgery (hysteroscopy with endometrial ablation, laparoscopically assisted vaginal hysterectomy and bilateral salpingo-oophorectomy and total hysterectomy, bilateral salpingectomy, oophorectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and endometriosis had resolved and the device dislocation, menstrual disorder, depression, anxiety, fatigue, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, endometriosis, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: total bilateral occlusion; correct place of coils; on (B)(6) 2011: result: unilateral occlusion (left tube occluded). Left essure micro insert in good position, right essure absent. Not occlusion.. Pathology test - on (B)(6) 2015: uterus and cervix, total hysterectomy: secretory endometrium, myometrium with adenomyosis and single subserosal leiomyoma (0.5 cm ). Benign serosa with serosal adhesions, benign and unremarkable cervix fallopian tube and ovary, bilateral, salpingo-oophorectomy: benign and unremarkable fallopian tubes and ovaries.. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2015: a transvaginal ultrasound was performed anteverted uterus. Left ovarian cyst- 24 x21x 19mm. Cervix 9mm nabothian cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain ; pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia / abnormal bleeding(menorrhagia)") and endometriosis ("endometriosis") in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included dysfunctional uterine bleeding on (B)(6) 2015 and panic disorder. Concomitant products included estradiol (estrace), ethinylestradiol;norethisterone acetate (loestrin), fluoxetine hydrochloride (prozac), medroxyprogesterone acetate (depo provera) in 2008, nsaid's since 2008 and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced fatigue ("fatigue"), 15 days after insertion of essure. In november 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In january 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and back pain ("low back pain"). The patient was treated with alprazolam (xanax) and surgery (hysteroscopy with endometrial ablation and total hysterectomy, bilateral salpingectomy, oophorectomy (bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia and endometriosis had resolved and the menstrual disorder, depression, anxiety, fatigue, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, endometriosis, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2008: results: total bilateral occlusion; correct place of coils. Most recent follow-up information incorporated above includes: on 30-nov-2018: pfs received- new event fatigue, low back pain, abdominal pain were added. Outcome of pelvic pain updated to recovered / resolved. Treatment and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain ; pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and endometriosis ("endometriosis") in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding on (B)(6) 2015 and panic disorder. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy), surgery (total hysterectomy, bilateral salpingectomy), surgery (total hysterectomy, bilateral salpingectomy), surgery (total hysterectomy, bilateral salpingectomy) and surgery (hysteroscopy with endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, dysmenorrhoea, menorrhagia and endometriosis had resolved and the menstrual disorder outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion; correct place of coils. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received. Outcome of the event pelvic pain updated to recovering/resolving. Lab data received. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain ; pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia / abnormal bleeding(menorrhagia)") and endometriosis ("endometriosis") in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included dysfunctional uterine bleeding on (B)(6) 2015 and panic disorder. Concomitant products included medroxyprogesterone (depo provera) in 2008, nsaid's since 2008 and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, 6 years 11 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy), and surgery (hysteroscopy with endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, dysmenorrhoea, menorrhagia and endometriosis had resolved and the menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, endometriosis, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion; correct place of coils most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- depression, mental anguish & she did not undergo confirmation test. Events onset date were updated. Concomitant drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ; pelvic pain'), device dislocation ('the right essure micro insert is absent'), heavy menstrual bleeding ('menorrhagia / abnormal bleeding(menorrhagia)'), vaginal haemorrhage ('abnormal bleeding(vaginal)'), dysmenorrhoea ('dysmenorrhea') and endometriosis ('endometriosis') in a 45-year-old female patient who had essure (batch no. 62-243-dk-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included dysfunctional uterine bleeding on (B)(6) 2015, cesarean section, elevated bp, swelling nos, unspecified postpartum hypertension, elevated liver enzymes and gestational diabetes. (B)(6) 2006: placenta final report microscopic description: sections show slight placental villous dysmaturity and several microscopic septal cysts, both of which are associated with gestational hyperglycemia. Diagnosis: twin placenta, gestational age unavailable: diamniotic-dichorionic placental development: moderate fibromuscular hyperplasia of stem villous vessels; multiple septal cysts; slight villous dysmaturity. Previously administered products included for an unreported indication: lasix. Concurrent conditions included panic disorder, drug allergy, nausea, vomiting, diarrhea, skin rash, hives, syncope vasovagal, albinism (oculocutaneous), cervical dysplasia, loop electrosurgical excision procedure, endometrial ablation, hysteroscopy, hot flashes, night sweats, irritability and anger. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009 for contraception as well as diazepam (valium), estradiol (estrace), ethinylestradiol;norethisterone acetate (loestrin), fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine, misoprostol, nsaids since 2008, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"), 15 days after insertion of essure. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and back pain ("low back pain"). The patient was treated with alprazolam (xanax) and surgery (hysteroscopy with endometrial ablation, laparoscopically assisted vaginal hysterectomy and bilateral salpingo-oophorectomy, total hysterectomy, bilateral salpingectomy, oophorectomy (bilateral) and total hysterectomy, bilateral salpingectomy, oophorectomy (bilateral), ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea and endometriosis had resolved and the device dislocation, menstrual disorder, depression, anxiety, fatigue, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, endometriosis, fatigue, heavy menstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: total bilateral occlusion; correct place of coils; on (B)(6) 2011: result: unilateral occlusion (left tube occluded). Left essure micro insert in good position, right essure absent. Not occlusion.. Pathology test - on (B)(6) 2015: uterus and cervix, total hysterectomy: secretory endometrium, myometrium with adenomyosis and single subserosal leiomyoma (0.5 cm ). Benign serosa with serosal adhesions, benign and unremarkable cervix fallopian tube and ovary, bilateral, salpingo-oophorectomy: benign and unremarkable fallopian tubes and ovaries.. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2015: a transvaginal ultrasound was performed anteverted uterus. Left ovarian cyst- 24 x21x 19mm. Cervix 9mm nabothian cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Most recent follow-up information incorporated above includes: on 27-apr-2021: medical record received. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ; pelvic pain'), device dislocation ('the right essure micro insert is absent'), heavy menstrual bleeding ('menorrhagia / abnormal bleeding(menorrhagia)'), vaginal haemorrhage ('abnormal bleeding(vaginal)'), dysmenorrhoea ('dysmenorrhea') and endometriosis ('endometriosis') in a 45-year-old female patient who had essure (batch no. 62-243-dk-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included dysfunctional uterine bleeding on (B)(6) 2015, cesarean section, elevated bp, swelling nos, unspecified postpartum hypertension, elevated liver enzymes and gestational diabetes. (B)(6) 2006: placenta final report microscopic description: sections show slight placental villous dysmaturity and several microscopic septal cysts, both of which are associated with gestational hyperglycemia. Diagnosis: twin placenta, gestational age unavailable: diamniotic-dichorionic placental development: moderate fibromuscular hyperplasia of stem villous vessels; multiple septal cysts; slight villous dysmaturity. Previously administered products included for an unreported indication: lasix. Concurrent conditions included panic disorder, drug allergy, nausea, vomiting, diarrhea, skin rash, hives, syncope vasovagal, albinism (oculocutaneous), cervical dysplasia, loop electrosurgical excision procedure, endometrial ablation, hysteroscopy, hot flashes, night sweats, irritability and anger. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009 for contraception as well as diazepam (valium), estradiol (estrace), ethinylestradiol;norethisterone acetate (loestrin), fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine, misoprostol, nsaids since 2008, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"), 15 days after insertion of essure. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and back pain ("low back pain"). The patient was treated with alprazolam (xanax) and surgery (hysteroscopy with endometrial ablation, laparoscopically assisted vaginal hysterectomy and bilateral salpingo-oophorectomy, total hysterectomy, bilateral salpingectomy, oophorectomy (bilateral) and total hysterectomy, bilateral salpingectomy, oophorectomy (bilateral), ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea and endometriosis had resolved and the device dislocation, menstrual disorder, depression, anxiety, fatigue, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, endometriosis, fatigue, heavy menstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: total bilateral occlusion; correct place of coils; on (B)(6) 2011: result: unilateral occlusion (left tube occluded). Left essure micro insert in good position, right essure absent. Not occlusion. Pathology test - on (B)(6) 2015: uterus and cervix, total hysterectomy: secretory endometrium, myometrium with adenomyosis and single subserosal leiomyoma (0.5 cm ). Benign serosa with serosal adhesions, benign and unremarkable cervix fallopian tube and ovary, bilateral, salpingo-oophorectomy: benign and unremarkable fallopian tubes and ovaries. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2015: a transvaginal ultrasound was performed anteverted uterus. Left ovarian cyst- 24 x21x 19mm. Cervix 9mm nabothian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Most recent follow-up information incorporated above includes: on 27-apr-2021: medical record received. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ; pelvic pain'), device dislocation ('the right essure micro insert is absent'), heavy menstrual bleeding ('menorrhagia / abnormal bleeding(menorrhagia)'), vaginal haemorrhage ('abnormal bleeding(vaginal)'), dysmenorrhoea ('dysmenorrhea') and endometriosis ('endometriosis') in a 45-year-old female patient who had essure (batch no. 62-243-dk-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included dysfunctional uterine bleeding on (B)(6) 2015, cesarean section, elevated bp, swelling nos, unspecified postpartum hypertension, elevated liver enzymes and gestational diabetes. (B)(6) 2006: placenta final report microscopic description: sections show slight placental villous dysmaturity and several microscopic septal cysts, both of which are associated with gestational hyperglycemia. Diagnosis: twin placenta, gestational age unavailable: diamniotic-dichorionic placental development: moderate fibromuscular hyperplasia of stem villous vessels; multiple septal cysts; slight villous dysmaturity. Previously administered products included for an unreported indication: lasix. Concurrent conditions included panic disorder, drug allergy, nausea, vomiting, diarrhea, skin rash, hives, syncope vasovagal, albinism (oculocutaneous), cervical dysplasia, loop electrosurgical excision procedure, endometrial ablation, hysteroscopy, hot flashes, night sweats, irritability and anger. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009 for contraception as well as diazepam (valium), estradiol (estrace), ethinylestradiol;norethisterone acetate (loestrin), fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine, misoprostol, nsaids since 2008, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"), 15 days after insertion of essure. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and back pain ("low back pain"). The patient was treated with alprazolam (xanax) and surgery (hysteroscopy with endometrial ablation, laparoscopically assisted vaginal hysterectomy and bilateral salpingo-oophorectomy, total hysterectomy, bilateral salpingectomy, oophorectomy (bilateral) and total hysterectomy, bilateral salpingectomy, oophorectomy (bilateral), ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea and endometriosis had resolved and the device dislocation, menstrual disorder, depression, anxiety, fatigue, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, endometriosis, fatigue, heavy menstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: total bilateral occlusion; correct place of coils; on (B)(6) 2011: result: unilateral occlusion (left tube occluded). Left essure micro insert in good position, right essure absent. Not occlusion.. Pathology test - on (B)(6) 2015: uterus and cervix, total hysterectomy: secretory endometrium, myometrium with adenomyosis and single subserosal leiomyoma (0.5 cm ). Benign serosa with serosal adhesions, benign and unremarkable cervix fallopian tube and ovary, bilateral, salpingo-oophorectomy: benign and unremarkable fallopian tubes and ovaries.. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2015: a transvaginal ultrasound was performed anteverted uterus. Left ovarian cyst- 24 x21x 19mm. Cervix 9mm nabothian cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Lot number 62-243-dk-not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-nov-2021: quality safety evaluation of ptc. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and endometriosis ("endometriosis") in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding on (B)(6) 2015 and panic disorder. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy) and surgery (hysteroscopy with endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, endometriosis, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the menstrual disorder outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received: the event abnormal vaginal bleeding, menorrhagia, endometriosis, dysmenorrhea added, events outcome added. New reporters were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.